Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection and vegetation on the lead. No additional adverse patient effects were reported. This rv lead was explanted.